Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced tooth loss, loose teeth and pain with their teeth. Patient refused to provide which tooth fell out. Aligner treatment stopped.

Manufacturer narrative:
Additional information received: patient provided additional information: I am currently not wearing any aligners and have not for quite some time because of my history of pain while using it. In addition I required major dental work, had mouth infections and required tooth extractions. I can't use your product. With that said, I still am under my provider's care and doing dental work. I was up to set number 9 or 10, truly not for certain. This is a follow up report for this additional information. Additional FDA coding being added after receiving additional information. Adding additional health effect - clinical code - 1994 and 1930. This is a follow up report to add this additional code. Additional FDA coding being added after receiving additional information. Adding additional health effect - impact code - 4624 and 4644. This is a follow up report to add this additional code.